Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psychology injury"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- new events added: abdominal pain, psych injury. Outcome of events pain from unknown to recovered/resolved and product indication were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Current weight 180 lbs. (B)(6) 2011- surgical pathology report: diagnosis a. Vulvar skin, excision: fibrocpithelial polyp with suggestion of benign dermal hemangioma. B. Uterus, hysterectomy: cervix - hyperkeratosis of ectocervical mucosa, chronic inflammation and nabothian cyst. Endometrium - benign secretory pattern. Myometrium - adenomyosis and leiomyoma. C. Vaginal mucosa, excision: benign squamous mucosa with mild chronic stromal inflammation. Concurrent conditions included morbid obesity, lyme disease, sleep apnea, fibroepithelial polyp, hyperkeratosis, cervix inflammation, nabothian cyst, adenomyosis, uterine leiomyoma, uterine prolapse, rectocele and skin lesion. Concomitant products included fish oil;rosmarinus officinalis;tocopherol (ultimate omega), levothyroxine and oxycodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("psychology injury-anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with antibiotics, clonazepam, escitalopram, nsaids, paracetamol (acetaminophen), venlafaxine, surgery (hyst. (Full)) and removal of lab band and gastric byass. Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain and abdominal pain had resolved and the depression, anxiety, vaginal haemorrhage, menorrhagia, weight increased, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010 discrepancy regarding essure removal , earlier hysterectomy surgery done now as per pfs essure essure (or any part of the device) removed? No insertion details-right-2-3 coils, and left - 7- coils visible from the ostia. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- new events depression, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain were added. Pt of psychological trauma updated to anxiety. New reporter, patient information, medical history, treatment and concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.